Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, and h11. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The physician confirmed the patient died from complications suffered after the air embolism which occurred during the procedure.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of an sapien m3 valve in mitral position where the patient experienced an air embolism during the procedure. During the aspirating and flushing phase with the guide sheath (gs), air was observed entering the left atrium, which resulted in st-segment changes on the ECG. These changes persisted and were associated with a temporary loss of cardiac output. Cardiopulmonary resuscitation (CPR) was initiated, and atropine was administered by the anesthesia team. The cardiac rhythm stabilized, ECG changes resolved within a few minutes, and the patient was stabilized. It was noted that the physician had removed the introducer from the seals during the aspirating and flushing steps, which was performed incorrectly. This was believed to have allowed air to enter the system. Although the flushing and aspirating steps were verbally confirmed, the physician accidentally pulled back too soon. A new guide sheath was prepared and used to ensure that no additional air was present in the system. The procedure continued and concluded with an excellent final result; however, the patient was transferred to another site later that day for additional treatment in a hyperbaric chamber. The importance of following the correct aspirating and flushing sequence was reviewed with the procedural team. The team acknowledged the discussion and agreed with the actions taken. Per the latest available information, the patient died on post-operative day 13 (pod 13).

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labelling review analysis of images the complaint for air bubble introduced during procedure and/or observed on imaging was confirmed with empirical evidence from the field clinical specialist. The imaging evaluation was not able to confirm the complaint due to the lack of relevant imaging provided for review. A cautionary statement in both the IFU and procedural training manual instructs the user to ensure a 15f or larger catheter is across the guide sheath seals when aspirating and flushing the guide sheath to reduce the risk of air embolization. If no catheter is across the seals during aspiration, air will enter the device and increase the possibility of air embolization. Additionally, the procedural training manual specifically instructs the introducer and wire should remain across the guide sheath seals when aspirating and flushing during introducer removal. The reported event description supports that air introduction was due to the aspiration/flush sequence not being followed as instructed. The returned unit was tested per the in-line manufacturing leak and vacuum test to ensure the seals were functioning properly and did not contribute to the complaint event. The unit passed both tests, supporting the exclusion of a service-related seal failure as a root cause. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.